Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. The ICD therapies were switched off. A lead revision was planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 16, 2024 and june 12, 2025 recorded the stable pacing impedance around 450 ohms and shock impedance around 80 ohms. The analysis of the provided iegm episodes from may and june 2025, december 2024, as well as earlier episodes from 2023, revealed the presence of artifacts on the far-field and right ventricular channels. These artifacts resulted in oversensing and once triggered antitachycardia pacing therapy, notably in episode 2009 dated may 7, 2025. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.